Event description:
It was reported post operatively after the implant of the leadless implantable pulse generator (ipg), patient had decreased level of consciousness and weak responses to calls, indicating acidosis. The atrioventricular conduction failed leading to ventricular pacing dependency. The patient experienced ventricular tachycardia (vt), ventricular fibrillation (vf) and eventually passed away. It was determined that the leadless ipg implant procedure was not the cause. The patient is a participant in the post approval clinical s urveillance product surveillance registry.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.